Event description:
Reporter stated that patient's blood glucose was measured, using the advantage system, with back-to-back blood glucose results of 80 mg/dl and 41 mg/dl. No patient injury was reported and no treatment was received. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.